Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient's blood glucose result on her aviva combo meter was 147 mg/dl on (B)(6) 2018 at 5:00 p.m. The patient bolused 6.5 units of insulin and 4.8 units of insulin as a meal bolus and ate dinner. The infusion device displayed an occlusion error message when she bolused. At 8:30 p.m. On (B)(6) 2018, the patient began to have dry mouth as a symptom of hyperglycemia. The patient's aviva combo meter gave a result of "hi" mg/dl at 10:00 p.m on (B)(6) 2018 and 12:30 a.m. On (B)(6) 2018. She delivered insulin boluses of 1.7 units and 2.6 units. The occlusion error messages continued to occur on the infusion device. The patient vomited at 1:00 a.m. And 4:00 a.m. The patient's husband drove her to the hospital. The blood glucose result on the hospital's meter was "over 800 mg/dl". The patient was treated with humalog insulin via IV. The patient was currently still in the hospital. Return of the suspect device was requested for evaluation.